Manufacturer narrative:
Additional information pertaining to the reported event, including detailed information regarding the patient's reported (B)(6) 2015 fall, and the device part number have been requested. The company has also requested return of the device for evaluation, following the revision scheduled for (B)(6) 2015. The investigation is ongoing; a supplemental report will be provided.

Event description:
The surgeon reported that the patient was suffering aseptic loosening following a fall in (B)(6) 2015. The surgeon has requested a longer, custom cemented stem and will use mets femoral components for the revision. The revision is due to be carried out in (B)(6) 2015.